Event description:
Healthcare professional reported a left side "capsular contracture, baker grade IV." Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture-breast was received on march 14, 2024 with lot number 3623403. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/11/2024.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade IV." Device has been explanted.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.